Manufacturer narrative:
Report number: 1038671-2024-01672, 1038671-2024-02355 d10 concomitant devices: 208-09-02, (B)(6), optetrak cc femoral stem taper adapter & screw, 204-36-12, (B)(6), optetrak fluted stem extension, femoral and tibial, with slot, cemented, 204-36-12, (B)(6), optetrak fluted stem extension, femoral and tibial, with slot, cemented, 208-01-04, (B)(6), optetrak femoral component, constrained condylar, cemented, 208-05-04, (B)(6), optetrak femoral augment block & screw, distal, cemented, 208-07-04, (B)(6), optetrak femoral augment block & screw, posterior, cemented, 208-07-04, (B)(6), optetrak femoral augment block & screw, posterior, cemented. Multiple MDR reports were filed for this event. The revision reported in experience was likely the result of femoral loosening, which created a bending moment on the femoral stem extension and led to the fatigue fracture. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that a patient had a right knee revision on (B)(6) 2015, and then experienced a second revision surgical procedure on (B)(6) 2016, approximately 11 months after revision surgery. The patient experienced osteolysis, ambulation or postural difficulties, swelling/ edema, pain, failure of implant, balance problems and discomfort. Surgeon was performing revision right total knee arthroplasty for what was thought to be an aseptically loose tibial component s/p rev rt tka on (B)(6) 2015. The tibia appeared and was found to be well fixed. The femoral component, however, was manually pushed on by the surgeon and was noted to be loose when fluid oozed out the sides from the underside of the femoral component. The surgeon went to then remove the femur by using the locking femoral handle and slap hammer and the femur easily came off with one slap of the slap hammer. The surgeon immediately noticed that the cc femoral component had come off but the stem extension was not attached to it. The femoral stem extension was still in the femoral canal. Gray metallic debris was noted on the femur. A screw removal system was used to extract the stem extension, in which part of the broken cc stem extension screw was still seated. It was noted the stem extension was broken at the trunnion. The revision reported in experience was likely the result of femoral loosening, which created a bending moment on the femoral stem extension and led to the fatigue fracture. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.